Event description:
It was reported, the valve was implanted and the surgeon noticed significant lack of coaptation and a considerable amount of regurgitation. The valve was removed. Information received indicated the patient experienced adverse consequences. Despite several attempts to date, no additional information was received regarding the type of adverse consequence. Sjm will continue requesting additional information.